Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: total parenteral nutrition (tpn) was being administered through filter tubing at a rate of 173 ml/hr, which resulted in complications. In contrast, lipids were being delivered via primary tubing at approximately 30 ml/hr without any issues. The intravenous pump was indicating a downstream occlusion of the tpn infusion. A thorough inspection of the lines, broviac catheter, and bag was conducted. The system was unloaded and reloaded multiple times, the patient was repositioned, and two alternative pumps were tested, all without success. The provider was informed, and specialty fluids were hung for the remainder of the infusion period, which proceeded without complications.